Manufacturer narrative:
This supplemental report is being submitted to provide additional information received for this event. Please see the updates in sections: e4, g4, g7, h2, h6, and h10. Both esophagogastroduodenoscopy (egd) and colonoscopy were the procedures for this event. There was no adverse impact to the patient. The device was inspected prior to use. There were no abnormalities observed. The physician is experienced in the use of the device.

Manufacturer narrative:
Additional information regarding event and patient is not available yet. Event date is not known. The device is returned and device evaluation is not completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during procedure there were unknown error codes displayed for connection between device and scope.